Event description:
It was reported that the patient's catheter had dislodged but had not been confirmed. It was indicated about 10 days after implant surgery, the patient coughed and he felt the catheter move and his "whole back seized up". After that occurrence, then the numbness had begun. It was noted that the patient experienced numbness on his right side from his knees up to his chest. It also occurred while he was lying down and after he gets up, it took him a while to get the feeling back on his right side. The numbness was also noted when he drove "for an hour straight". The reporter believed that the catheter was causing issues with his nerves. When the patient had seen his health care provider (hcp) about 10 days ago, there was no imaging done to check for catheter placement. The hcp stated that he never heard of a catheter moving like that before. It was reported that the patient's pump was a miracle and it gave him his "life back" and the patient was off by mouth medications. The outcome of the patient was not provided. The drug delivered via pump was dilaudid. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the symptoms were caused by the bolus of narcotics plus the bupivacaine. It was noted that there was no patient injury.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).